Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation determined that the error message (sf131) was due to a defective pneumatic block and thermistor. The pneumatic block and thermistor were replaced to address this issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. (B)(4).

Event description:
It was reported to resmed that an astral device displayed an error message (sf131) indicating a blower temperature monitoring issue. There was no patient injury reported as a result of this incident.